Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The high voltage cable was cleaned and regreased during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9800 system x-ray tube was aching and the screen went black outside of a case. No patient injury was reported.